Event description:
The patient is using a react health v*home ventilator that is not alarming appropriately. This morning, the patient became disconnected from the ventilator on three separate occasions without any alarm activation. The family also reports a similar incident last week in which the patient became disconnected and the ventilator failed to alarm.